Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the single gripper actuation issue (during preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of a mitraclip nt, while actuating both grippers, one of the grippers was not lowering completely. The issue was noticed when the gripper had been advanced, and the clip was unlocked. Therefore, the mitraclip nt was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.